Event description:
New information received notes that post-paced t wave oversensing on ventricular channel was noted again when the patient presented to clinic for a subsequent follow up. Patient was asymptomatic. Programming changes were made.

Event description:
It was reported that post-paced t-wave oversensing on ventricular channel was noted during the follow up. Patient was asymptomatic. Programming changes were made.